Event description:
A hospital in (B)(6) reported that, after the hosp had changed the capacitor on the iw930 cosycot infant warmer, the power fail alarm had no audible or visual alarm. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw930 cosycot infant warmer was manufactured in 2000. Fisher & paykel healthcare has requested pertinent info to assist in our root cause analysis. We will submit our findings in a f/u report following receipt of the details requested and completion of our eval.